Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009, and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04307. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2010 the patient underwent revision due to extrusion of vaginal mesh.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele, urinary tract infections and rectal prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.